Event description:
It was reported that pump touchscreen became unresponsive and pump screen froze, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer first performed pump reset with guidance from technical support, which temporarily restored screen responsiveness, and after reporting recurrence of the same issue, replacement pump was sent.